Manufacturer narrative:
Brand name not available as product was manufactured on or before sep 23, 2014.

Event description:
It was reported that the right ventricular lead exhibited progressively increasing capture threshold. On (B)(6) 2021, the lead was capped and replaced successfully. There were no adverse consequences to the patient.